Event description:
It was reported by the patient¿s mother that the patient went to the emergency room (ER) with unspecified illness and hyperglycemia. The patient's blood glucose levels reached 350 mg/dl while wearing the pod longer than 48 hours. The pod viewing window was fogged, and cannula insertion into the infusion site (hip/buttocks) could not be visually confirmed. When the pod was removed from the infusion site, the infusion site was reported to be inflamed and swollen. Symptoms reported include headache, difficulty breathing, vision concerns and the patient feeling sick. The patient was treated with saline. The patient was discharged on the same day.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found only one pod hazard alarm generated during this period, which was an empty reservoir alarm generated at 12:19 on (B)(6) 2026. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that on (B)(6) 2026, the user's estimated glucose values got as high as 382 mg/dl at 22:03 before the pod was changed at 22:05. The first valid estimated glucose value received after the pod change was 340 mg/dl received at 22:18. Estimated glucose values then began to decrease back towards the user's target. While the system was used in manual mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. No automated delivery restriction alerts were generated during this period. The cloud data showed multiple bolus records during this period. Comparison of the bolus records to the phb data found that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively delivered by the pod. No evidence of issues with insulin was observed in the available cloud data. Without the pod, it could not be determined if the pod was leaking or if any evidence of fluid was present inside the pod. It also could not be determined if any manufacturing deficiencies were present that would contribute to swelling at the infusion site. The exact cause of the reported fluid observed inside the device and the skin condition swelling could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone14.2, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.